Manufacturer narrative:
Citation: rohm cl, farhat s, al-hijji m, goel k, greason k, gulati r, el sabbagh a. Endovascular snare technique to facilitate delivery of self-expanding valve during transcatheter aortic valve-in-valve replacement in angulated aortas: a case series. Catheter cardiovasc interv. 2021 jan 11. Doi: 10.1002/ccd.29459. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) year-old female patient with a previously implanted 29mm medtronic evolutr transcatheter aortic valve. Five years after implant stenosis and increased gradient measurements (40 mmhg) were noted. Subsequently a second transcatheter aortic was implanted valve-in-valve. No additional adverse patient effects were reported.